Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope's image was jumping and staticky. The issue occurred during a therapeutic endobronchial ultrasound (ebus), which was completed with the same device after a delay less than 30 minutes. There were no reports of patient harm.